Event description:
It was reported that revision surgery was performed due to dislocated patella implant revised: swapped a genesis ii 7-8 9mm poly to a legion 7-8 9mm poly. Original poly exhibited no signs of wear or damage, and was swapped out just as an infection control precaution.

Manufacturer narrative:
The associated genesis ii biconvex patellar component and genesis ii ps high flexion insert were not returned for evaluation. A clinical evaluation conducted during this investigation noted that an insufficient relevant information was provided, therefore, a through medical assessment cannot be performed at this time. However, it was reported that the revision was due to patellar instability, ¿not a product issue¿ and the poly was revised ¿due to infection risk¿. The patient impact beyond the reported patellar instability, subsequent revision procedure (mpfl reconstruction performed to relocate the patella, a lateral facetectomy through the edge of the patella implant) and poly exchange cannot be determined. No further medical assessment is warranted at this time. As batch numbers were not made available, a device history record review cannot be completed at this time. A complaint history review could not be performed with any accuracy due to lack of lot numbers. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.